Event description:
According to the initial reporter, an operating room with a switchpoint iii dropped signals on monitors. The unit was rebooted. However, the issue remained. There is no report of patient involvement, and there are no adverse consequences associated with this event.

Manufacturer narrative:
There was no patient involvement associated with this event. Therefore,this information is not applicable. There is no established expiration date for this device. The switchpoint iii is not an implantable device. The switchpoint iii is not an explantable device. The device was evaluated in the field. The device was evaluated in the field. Based on the serial number, the manufacture date could not be determined. The device was evaluated in the field. After a storm and power outage, the main video signals did not have power. Because the backup video signals were not tested, it is unk as to whether or not they were functional at the time of the event. The switchpoint iii is not a single use device.